Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she was experiencing an alleged lancing device issue with her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time on (B)(6) 2011, the lancet on the subject blood sampler allegedly was "hard to insert/remove". It is not known if the patient takes any medication to manage her diabetes or if she made any changes to her normal diabetes management routine in response the alleged issue. At an unknown date after the reported issue began until the present time, the patient claimed to have developed symptoms of "sweating" but denied receiving any medical treatment in response to the symptoms. At the time of troubleshooting, the cca noted that the patient was a first time user of the subject blood sampler and because the patient did not have her eyeglasses available to use and was hard of seeing, she was not able to go through any troubleshooting. Per the cca, no replacement products will be sent at this time. The patient will call back at a later time. Although the patient denied receiving any medical treatment, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.